Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the insulin pump was stuck on rewind mode. The customer's blood glucose was unknown at the time of incident. The customer stated that they were not able to check the alarm history due to the insulin pump was stuck on rewind mode. The insulin pump will be returned for analysis.